Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring seal did not fire right out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the deployment tube and cracked. The tension springs components were still loaded in the deployment tube and the foam collar was between the plunger and the hub. Blood was not visible on the device. The tension springs remained inside the deployment tube which prevented the seal from deploying. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot #.